Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. The pre-operative merge can be impacted by such factors as quality of the pre-operative CT, quality of the fluoroscopic images, surgical plan and patient anatomy. Case investigation revealed that there were tracking issues, which along with poor fluoroscopic image quality resulted in a difficult merge. Suggested troubleshooting measures for the user would be to ensure there are no tracking errors, try different shots and registration types, take more true ap and lat shots, and adjust brightness/contrast of the fluoroscopic images. The observed overall risk level is low which is lower than the anticipated risk level. Therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
Doctor was performing a single position lateral fusion and we had issues with the merge. The levels in question were l3 and l4. There was significant shift in the a/p and lateral images when compared to the CT scan. This was attempted to be fixed by segmenting the levels so that each level was on a separate x-ray. Also, we added l2 and l5 to help correct the shift but it did not work. Csr was at the case and has the logs. We followed his recommendations for trying to fix the shift. We were unable to fix the shift and the robot portion of the case was aborted.